Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit was shutting off during refill. The customer stated that the system powered off after approximately every three medications were filled. Remote smart service status was offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a damaged 7-drawer pyxis bus cable on the auxiliary side. The station powered on only after disconnecting the auxiliary 7-drawer cable, and damage was visually identified at the top section of the 7-drawer bus cable. A field service engineer replaced the faulty auxiliary pci/pyxis bus cable connecting to the 7-drawer stack, reconnected all drawers and the auxiliary cable, and powered up the system, which resulted in a successful boot. Hardware test application diagnostics and drawer functional testing were performed one by one, and verification was confirmed with the customer. The system functioned as intended after the field service engineer repaired the device.